Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s friend reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hypoglycemia. The customer¿s blood glucose was 24 mg/dl at the time of hospitalization and was treated with glucose. The customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.